Event description:
It was reported that placement of the proglide device sutures were attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, a cuff miss occurred. A second and third proglide devices were used with the same results. A cut-down was completed after the aaa procedure to achieve hemostasis. There was no reported adverse patient sequela. The physician is not trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - operator not trained. Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on the analysis of the returned device, the probable cause was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Four unused representative samples with the same part and two separate lot numbers (30510k1, 21221j1) were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.